Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to sinus tachycardia. It was noted that the device was reprogrammed against the study protocol with the ventricular tachycardia turned off. The implantable cardiac defibrillator (ICD) and right ventricular (rv) lead remain in use. The patient is a participant in the improve (B)(6) study. No further patient complications have been reported as a result of this event.